Manufacturer narrative:
Technical support (ts) advised to perform a monthly maintenance including a thorough cleaning of the sample preparation area, sample rack and sample shield and review their tube handling to ensure that gloves are changed frequently while handling samples. Problem did not reoccur, no further issues were reported.

Event description:
Customer reported the panther instrument had 46 positives for the sars-cov-2 tma assay, wl: (B)(4), ml: 308648 that were retested because they were low positives and 39 of those were negative upon repeat using a different platform. Customer stated 6 of the results were sent to the patients. Customer stated that they recalled the positive results sent, retested them on a non-panther instrument, and sent new results. Logs were uploaded and technical support (ts) confirmed there were no hardware issues.